Manufacturer narrative:
Physio-control contacted the customer numerous times for more details, but no response seems to be forthcoming. The device has not been returned to physio-control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off during use. There were no reports of patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about patient use and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off during use. There were no reports of patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about patient use and event; however, no response was received.